Event description:
It was reported that the pt no longer reacts to sound. Telemetry measurements show 'poor coupling'. The pt hit their head against a wall lightly in 2003. The parents stated that the pt had not suffered any pain.